Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for the abdominal aortic aneurysm. During the procedure, distal type I endoleak from the right limb was observed. The endoleak had been monitored. On an unknown date in 2022, enlargement of aneurysm diameter was noted. On (B)(6) 2022, the patient underwent reintervention. The right internal iliac artery was coil embolized and two additional stent grafts were deployed to extend the device to the right external iliac artery. The patient tolerated the procedure. The physician stated as follows: there was type 1b at the time of the initial treatment.